Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a low event. The sensor was inserted into the arm on (B)(6) 2017. It was indicated that the patient experienced a low event due to an inaccuracy. The patient reported that the ambulance arrived on (B)(6) 2017; however, the patient was not administered any medication and drank 1 l of coca cola. The patient declined to be admitted by the ambulance and at the time of contact, the patient was doing okay. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.